Event description:
Knee joint effusion [joint effusion], hyperalgesia [hyperaesthesia], dysesthesia both hands [dysaesthesia]. Case description: spontaneous report received on 20-oct-2008 from a physician, via the regulatory authority in (B)(6), regarding a (B)(6) female patient with arthrosis, initials unknown. The patient received her first dose of synvisc on (B)(6) 2008, administered via intra-articular route at a dose of 2 ml, one injection per week. On (B)(6) 2008, approximately 15 days after starting synvisc, the patient received the last synvisc injection and experienced knee effusion, that was unknown in intensity and non-serious, dysthesia in both hands that was unk in intensity and non-serious, hyperalgesia that was unknown in intensity an non-serious according to the physician. As of the date of receipt of this report, the patient's outcome was not yet recovered. The physician assessed the relationship between the experienced events and the synvisc treatment as possibly related. No other information was provided. On 03-nov-2008, the investigation summary was received: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On 02-mar-2009 additional information was received from the drug commission of (B)(6) physicians. Recurrent severe effusions occurred after the third intra-articular injection of synvisc. A puncture was performed three times bds (on both sides), it improved after a steroid injection bds. As of the date of receipt of this report, the patient was not yet recovered.

Manufacturer narrative:
Evaluation summary - on 30-sep-2008, the investigation summary was received: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.